Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced false tachycardia episodes. It was further reported that the icm experienced noise, artifact, undersensing and oversensing. It was noted that the device had insufficient r-waves due to it's implant location. The icm remains in use. No patient complications have been reported as a result of this event.